Manufacturer narrative:
Follow-up #1: additional information - 09/26/2017. Device evaluation of electrode belt sn (B)(4) was completed. The cause for the service code 204 was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the damaged esd700 diode array could not be positively identified. Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. As received the belt was unable to communicate with a monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a swiss patient was receiving service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. As received the belt was unable to communicate with a monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a swiss patient was receiving service code 204 (belt/monitor unusable).